Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was no abnormality reported with the distal cover itself. Moreover, the rear flap of the stent became stuck, and the forceps elevator became stuck. Therefore, the stent was pulled out and the scope was also pulled out. The forceps elevator of the scope that was pulled out was full of stone fragments, so after removing the stones, the distal cover was replaced, and the procedure was completed. The event can be detected/prevented by following the instructions for use (IFU) in section: 5.3 "withdrawal of the endoscope with an irregularity". This supplemental report includes a correction to d8, d9, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of a customer, the single use distal cover had debris trapped between inside of cap and scope elevator. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). A spyglass was used to break up some large bile duct stones. After removing a significant amount of stone debris, the user attempted to place a 10 french (fr) plastic non-olympus stent using a fusion pushing catheter. The physician was able to get the stent into the duct but was not able to release it. The stent seemed to get stuck at the back flap and the elevator appeared to be "stuck." The user was able to pull the stent back up through the scope and then placed a pancreatic stent (5 fr) over a second wire that was still in the pancreatic duct from earlier in the procedure. The scope was removed, the elevator cleansed of the stone debris, a new cap was placed, and the scope was able to be used to place the 10 fr biliary stent to complete the procedure. There was a 5- 10-minute procedural delay and extension of anesthesia time. There was no medical intervention required or patient harm associated with this event. Related patient identifier: (B)(6).